Event description:
"Sparks were noted from the device." The device was in pt use for an unspecified length of time when "sparks were noted from the device and the burnt odor grew dense." The device was removed from clinical service. Monitoring was resumed using a replacement device. There were no reported adverse effects to the pt or the staff. No medical interventions were required. Though requested, no additional information was provided.